Event description:
Customer contacted haemonetics (B)(6) 2010 reporting that during the functional test of their orthopat machine, step 7, the machine alarms with check inlet fluid path (2) with saline line and reservoir line clamped (inlet valve is not homing correctly). No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2010 reporting that during the functional test of their orthopat machine, step 7, the machine alarms with check inlet fluid path (2) with saline line and reservoir line clamped (inlet value is not homing correctly). No injury or reaction was reported. Eval of the returned device confirmed the reported problem. It was also noted there was a blood spill present. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).